Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing preconnected device was removed and a new ipp system was implanted. The existing reservoir was not explanted. During the procedure fluid loss was noted. The patient did not experience any further complications. It was further reported that the source of the fluid loss was not identified during the procedure. No more information available at the moment. Should additional information become available, it will be provided.